Event description:
(B)(4). The provider states the unit, from order number (B)(4) , is alarming. He states he took the concentrator out of the box and plugged it into an outlet. He states the unit alarmed immediately with original factory hours on it (B)(4).